Manufacturer narrative:
Patient weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history and service history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the initial trochanteric fixation nail (tfn) surgery performed on (B)(6) 2016 to treat proximal femur fracture, the helical blade got stuck inside the trochanteric fixation nail. During the procedure, the surgeon assembled the aiming arm, blade guide sleeve, compression nut, helical blade inserter, helical blade coupling screw, guide wire, trocar, cannulated connecting screw and insertion handle as per instructions to implant helical blade and nail. When the surgeon was inserting the helical blade it wouldn¿t go through the nail. The surgeon kept hammering but the helical blade still wouldn¿t go through and got stuck inside the nail. The surgeon believes the instruments which were used to implant the nail and helical blade may be worn out and loose; they are not maintaining their integrity in terms of tightness and because of that there might be misalignment. At this point the surgeon decided to take out the nail and blade. When surgeon was taking out the nail the locking mechanism of the nail broke inside the nail. All of the broken pieces were retrieved. The surgeon then requested a different instrument set and implanted a new 95mm helical blade and a new tfn nail. Reportedly there was between a surgical delay of forty-five (45) to sixty (60) minutes due to the reported issues. The patient¿s surgery was also complicated because of her preexisting pulmonary embolism treated with blood thinners and patient¿s refusal of blood transfusion prior to surgery because of her religion. Surgery was completed successfully with no other medical intervention. It took a while to stabilize patient after the surgery as patient lost extra blood due to her preexisting condition of pulmonary embolism and due to surgical delay caused by reported issues. This is report 6 of 11 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed as part number 357.372 with lot number(s) 7776384 is a lot/batch controlled item. The manufacture date of this item is september 05, 2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 357.372, lot 7776384: release to warehouse date: (B)(6) 2014. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the inserter was worn. The repair technician reported the inserter showed evidence of wear, the alignment nut was worn/damaged, and guide pin broke off, and the top of the inserter was burred. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject devices. The returned instruments were examined and the construct was able to be to be assembled and found to target the nail¿s proximal locking as intended. Upon further examination the following deficiencies were identified with the returned devices: nail: broken locking mechanism, aiming arm: significant wear resulting in a loose connection with the buttress/compression nut/guide sleeve assembly, 11.0mm/3.2mm wire guide and 3.2mm trocar: missing yellow epoxy color coating, helical blade inserter: broken locating pin for alignment indicator. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The remainder of the devices (listed below) showed no defects of deficiencies which may have contributed to the reported complaint condition, as such the complaints of loose relevant to the following devices are unconfirmed: helical blade (456.305 lot h088969), blade guide sleeve (357.369 lot 5009622), buttress/compression nut (357.371 lot 4941439), helical blade coupling screw (357.377 lot is10280), cannulated connecting screw (357.397 lot 6649035), insertion handle (357.411 lot 4762525), nut for shaft (360.244.2 lot unknown). The helical blade inserter is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw (technique guide). The returned inserter was sent to service and repair where it was noted that the device was worn and that the guide pin was broken. The device was forwarded to customer quality and the complaint condition was able to be confirmed as the locating pin in the alignment indicator was found to be broken. Additionally witness marks consistent with impaction were noted on the indicator stems and device handle. No definitive root cause was able to be determined however the failure mode is typically associated with mishits during helical blade insertion impacting the alignment indicator as opposed to the coupling screw. Relevant drawings for the returned instrument were examined. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review records (mrrs), non-conformance reports (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No service history was able to be reviewed as the device is lot/batch controlled. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.